Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fracture due to fall and loosening occurred from bone to implant interface. The hip stem subsequently subsided. Femoral revision, pinnacle shell & liner remain insitu, head was re-implanted. Doi: (B)(6) 2017 dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.